Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital with a blood glucose level of 700 mg/dl, high ketones, and vomiting. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released (B)(6) 2022 with no permanent damage. Tandem customer technical support performed a system check, and the pump is functioning as intended.